Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
This complaint is submitted to report the adverse effects reported after implantation on the left side of a metal-on-metal hip prosthesis. The patient e.g. Underwent primary total hip arthroplasty of the right hip on (B)(6) 2006, and of the left hip on (B)(6) 2012, with implantation of metal-on-metal hip prostheses. The left hip implant was not revised or explanted. According to the available legal claim, over subsequent years, the patient developed progressive local and systemic symptoms consistent with metal debris exposure, including worsening hip pain on the right side, functional impairment, and later documented elevated blood levels of cobalt and chromium. Imaging studies performed in 2017 demonstrated periprosthetic soft tissue reactions consistent with metallosis on the right side, prompting the indication for right side revision surgery. Right side incident: (B)(4).